Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2015.

Manufacturer narrative:
This report is filed october 29, 2015.

Manufacturer narrative:
(B)(4).